Manufacturer narrative:
The reported event was not confirmed by the repair technician. Inspection of device did not reveal signs of failure and cable passed cirrus testing. The device was scrapped by the manufacturer.

Event description:
The tps handpiece cord was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had a run on. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The tps handpiece cord was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had a run on. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.